Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the device was broken off. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the device was broken off. No adverse consequences or procedural delays were reported with this event.